Manufacturer narrative:
The device was not returned for evaluation, which prevented a complete investigation and analysis of the root cause. However, based on our knowledge of the device and its prescribed use, the most likely scenario is that the user rotated the marker applicator and/or removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, step 13 of the IFU provides the following instruction: remove the mammomark applicator and the mammotome revolve biopsy probe together as a single unit from the site and obtain images to confirm marker placement. There were no further patient consequences. However, due to the subsequent procedure to remove the sheared tip, we are submitting this medwatch report. Device discarded by customer.

Event description:
The sales rep reported that the account had experienced difficulty in deploying the mammomark and discovered upon removing the probe from the patient that they had a tip shear. The doctor was able to remove the sheared tip, leaving only the biopsy site marker inside the patient.